Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "in the process of adding samples to the automatic biochemical analysis instrument, separation glue was found attached to the sample needle, resulting in inaccurate adding samples. This affected the accuracy of the test report and misled the judgment of clinical treatment medication."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was discolored/abnormal additive form. The following information was provided by the initial reporter. The customer stated: "in the process of adding samples to the automatic biochemical analysis instrument, separation glue was found attached to the sample needle, resulting in inaccurate adding samples. This affected the accuracy of the test report and misled the judgment of clinical treatment medication."

Manufacturer narrative:
The initial MDR was a duplicate of MFR report #: 9617032-2020-00748 and is therefore over-reported.